Manufacturer narrative:
Logs show multiple errors related to authentication issues posting the files to the server. Logs also show a large number of errors communicating with ms word. Report never uploaded to the server from the workstation. The exam was re-read by the physician. No other review/investigation will be done regarding this incident.

Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, the physician received the message warning that the report did not upload. Merge healthcare is continuing to further investigate the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017, a pacs user informed merge unity support that a radiologist was completing a report in merge reporting and received a series of error messages. The errors were observed by the physician. The site attempted to resolve this issue internally. After the customer contacted merge support an investigation showed that the report failed to upload to the image server. This required the physician to re-read the exam for resolution. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. (B)(4).